Event description:
It was reported that the procedure was to treat a 50 mm long lesion in the proximal and mid right coronary artery (rca). After deploying the xience 3.0 x 23 in the proximal rca, the xience 3.0 x 18 was delivered toward the mid rca. However, during advancement, the stent became stuck with the distal part of the deployed stent. The stent delivery system (sds) could not be withdrawn and when strong force was applied, only the sds was withdrawn from the pt's anatomy as the stent had dislodged from the balloon. Additionally, the two stents which were stuck together were pulled out of the coronary, into the aorta, as the guide wire also disengaged from the coronary when the catheter was pulled strongly. The two stents were found in the common iliac artery in CT scan. Two non-abbott stents were deployed to complete the procedure. There was no attempt to remove or deploy the dislodged stents as the pt's condition was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The stent delivery system was discarded. The lot number was provided. Review of the device history is forthcoming. A f/u will be submitted with all relevant information. The stent; 3.0 x 23 mm xience v (part 1009541-23, lot 0021741) is being filed under separate MFR#.